Event description:
One lesion was treated during the index procedure; one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the ramus intermedius segment. Approximately 3 months post index procedure, an angiogram was performed reason for angiogram recurrent angina. The following day, the pt was re-hospitalized due to unstable angina. Approximately 4 months post index procedure, the pt suffered an mi and was re-hospitalized. It is unk whether the reported event was related to the target lesion. The investigator indicated that the reported event was probably related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (revascularization).

Event description:
Approximately 4.5 months post index procedure target lesion revascularization (using balloon) was performed due to restenosis. The investigator indicated that the reported event was definitely related to the study device.

Manufacturer narrative:
(B)(4): eval, results: myocardial infarction.